Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking. No patient adverse events reported.

Manufacturer narrative:
Other, other text: b5: updated with additional information. D9: device returned to manufacturer for evaluation on 01/08/2021. H10 ? Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. During testing a leak was observed from the tank cover. The customer reported product problem was therefore confirmed. The leak occurred because the corners of the tank cover were cracked from overtightening of the screws. This was attributed to the user. A user issue was therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Additional information was received on 06-january-2021 indicating that product problem was observed during set up. The device was returned to the clinical engineering department of the facility sometime during december 2020.